Event description:
It was reported that the patient was experiencing a loss of therapeutic effect with loss of bladder control. Therapy was not working as expected. The patient wanted to meet with a manufacturer's representative for a device check and/or programming. It was also noted that the doctor had been trying to reach the representative since last week regarding the patient. The patient was on program 1, but the upper limit was apparently 4.1. The patient changed to program 2 on (B)(6) 2014 and was at 8.4 with no symptom relief. The patient only had 2 programs. The patient noted therapy was not working - (B)(6) 2014 . The patient stated her device started to go "berzerk". Program 1 only allowed increase up to 4.1. The patient's symptoms have gotten worse since the implant. The patient was leaking all the time. The patient wanted to go on vacation but she cannot go on vacation the way she is now. The trial phase did work for the patient's symptoms. It was noted that the manufacturer's representative was meeting with the patient and the doctor on thursday (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received noted that the patient did not have concerns with their device or therapy for the immediate time. It was also noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3093-28, lot# va0315y, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider noted that previous information regarding the battery being depleted and replaced was about the patient's first ins. Regarding this event the patient was reprogrammed on (B)(6) 2014.

Event description:
Additional information received noted that the manufacturer's representative saw the patient at the physician¿s office on 8/7 and re programmed per the physician specifications. The patient will keep a diary and increase stim over next 2 weeks. The patient will follow up with physician to update results. The health care provider (hcp) noted that there had been a 50% or greater symptom reduction. The event cause was determined and it was device related. Reprogramming was needed. The battery was depleted. The battery was replaced. The patient recovered without permanent impairment.